Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing a power issue with her one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the meter not turning on began approximately 2 months prior to contacting lfs (sometime in (B)(6) 2011). She stated that she manages her diabetes with novolin insulin (fixed dose) and due to the alleged issue; she continued her usual diabetes routine. The patient alleges that approximately one month after the product issue began (sometime in (B)(6) 2011) her right leg began to swell up and developed an open wound on her finger. She informed this mss, that during that time she was also randomly feeling sweaty, was thirsty all the time, had blurred vision and was urinating a lot, but claims that she didn't know those were symptoms of high blood sugar and didn't take any action for them. On (B)(6) 2011, because her symptoms persisted, at an unspecified time she went to the emergency room (ER). The patient was tested with an ER meter, and they told her glucose levels were "too high" and out of control and treated her with insulin. She was kept in the hospital for 3 days, given IV fluids and was treated for high blood sugars and the infection on her finger. The patient reported that once she was released, her right leg was still swollen but not as much, and the open wound was still healing but was told it wouldn't completely heal because of her high sugar levels. At the time of troubleshooting, the cca noted that the battery was due for replacement but the patient did not have a new one available at the time. The strips were also confirmed as the correct type and there was no information of misuse of meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia. The patient allegedly was hospitalized and received medical intervention from a health care professional (hcp) after the reported issue began.